Event description:
It was reported that, after a tka had been performed on (B)(6) 2017, the patient experienced joint laxity. This adverse event was solved by replacing the jrny ii bcs xlpe art isrt sz 7-8 rt 12mm originally implanted to a bcs contrained sz 7-8 15mm on (B)(6) 2021. Current health status of patient is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the requested clinical information was not provided. Without relevant clinical information, a thorough medical investigation cannot be rendered, nor can the root cause of the reported joint laxity be determined. Based on the information, this adverse event was solved by replacing the jrny ii bcs xlpe art isrt sz 7-8 rt 12mm originally implanted to a bcs contrained sz 7-8 15mm. Since it was reported the patient¿s health status is unknown. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.